Event description:
Lot of swelling in her knee/leg [swelling of legs]. Trouble standing up [difficulty in standing]. Pain and tightness starts above the knee and goes all the way to ankle [leg pain]. Pain and tightness starts above the knee and goes all the way to ankle [muscle tightness]. Lot of swelling in her knee/leg [knee swelling]. Case narrative: initial information received on 31-jul-2018 regarding an unsolicited valid serious case from united states received from a pharmacist via health authority (mw5078486). This case involves an adult female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after few days had experienced lot of swelling in her knee/leg (knee swelling and swelling of legs), trouble standing up, pain and tightness starts above the knee and goes all the way to ankle (leg pain and muscle tightness). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injections, at a dose of 2 ml (frequency, lot number and indication: not provided). On (B)(6) 2018, patient had a lot of swelling in her knee/leg, trouble standing up after synvisc injection last thursday. On the same day, the pain and tightness started above the knee and went all the way to the ankle. Final diagnosis was lot of swelling in her knee/leg, pain and tightness starts above the knee and goes all the way to ankle (leg pain and muscle tightness), and trouble standing up. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for all the events. A product technical complaint was initiated on 06-aug-2018 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant for all events. Additional information received on (B)(6) 2018. Investigation summary received, and ptc results added. Clinical course updated. Text amended accordingly.